Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device did not fail to meet relevant specifications, and the product was used for treatment and diagnostic purposes. The product was not related to the reported failure. A visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter. Visual inspection of the sample noted the balloon was partially inflated on return. The solution was drained from the balloon, returning 2.5ml with no problems. The catheter balloon was subsequently inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "[warnings]. 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter during pretest.